Event description:
During evaluation of a returned small volume intermate, the blue-winged luer cap was observed missing. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual inspection of the returned device was performed and identified the missing blue winged luer cap. Since the device was received out of its original packaging, it is unknown if the cap was in the original packaging before opening, and a defective product was unable to be verified. The cause of the missing component could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.